Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint melted plastic at tip. The fenestrated bipolar forceps instrument was found to have thermal damage of the bipolar yaw pulley. Black char marks were present at the grip base.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had melted plastic at the tip. There was no report of patient involvement.